Event description:
Additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator moves and does not stay in one place. The implantable neurostimulator floats around and the patient can spin it around. At the time that the additional information was received, the patient was getting the no device found screen starting a couple of weeks prior to the report. The patient¿s back started hurting more in the last couple of weeks as well. The patient was able to go to passive recharge mode and went through a couple of cycles; however, it did not go to the normal charging screen. The patient was going to continue trying and was going to follow-up with their physician if the issue did not resolve. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient¿s hip hurt when the revision was performed in (B)(6) 2018 (manufacturer records show that the revision occurred on (B)(6) 2018, this revision was previously captured in manufacturer report #3004209178-2018-23842). The battery flips in the pocket, moves under the skin, and the patient can actually turn it around as it is floating around. The patient noted that if it is in a pocket, it is a wide pocket. It moves, so it is hard to charge, and when she gets it connected to charge, she cannot move. The patient also indicated that there was still a silicone anchor in from a previous lead. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was able to charge her implant four days ago and the battery got to 70% but then the recharger module began to make a crackling noise and now will not recognize her implant. The patient clarified that these issues actually started in 2019, possibly in (B)(6). Troubleshooting had the patient go through passive recharge mode and reviewed they may need to try passive recharge mode multiple times and follow-up with their healthcare profession if the issue was unresolved. The issue was not resolved over the phone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the pocket was revised and the issue was resolved. No further complications were reported.